Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, multiple error codes were found in the device's error log, including a pressure sensor failure error. The system board needs to be replaced to resolve the issue. Additionally, the oxygen blending module sub assembly needs to be replaced as well. The blower assembly and machine flow sensor are contaminated. The air foam inlet filter and particulate filter will be replaced for preventative maintenance.